Manufacturer narrative:
The received device had the cannula assembly deployed. No issues were found with the needle mechanism assembly nor the ability of the device to deliver insulin. A leak test found no signs of struggle. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 20 mmol/l (360mg/dl). The pod was worn longer than 48 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus was administered.